Event description:
In 2007, the patient presented to the ER with an acute inferior wall myocardial infarction. An emergency angioplasty with stenting of the mid to distal right coronary artery was performed. Postoperatively, the patient remained hypotensive and became tachycardic. The patient was treated with aggressive volume repletion, pressor support and transfusions. A CT of the abdomen and pelvis showed a right retroperitoneal hematoma and intraperitoneal hemorrhage. The patient developed multiorgan failure and expired after a decision was made to withdraw care. An autopsy was performed, however, the results aren't available at the time of this report. It is unclear if the angio-seal closure device caused or contributed to the retroperitoneal bleed.